Event description:
It was reported that during implantation of a spinous process plate, the pt's spinous process was fractured. An unspecified malfunction was alleged. No other info regarding the event has become available.

Manufacturer narrative:
No other info is known with respect to pt age, diagnosis, bone integrity, spine level affected, need for additional intervention, etc. It is unclear that a product malfunction occurred. Components used during the surgery are not yet known. Root cause of the reported event has not been identified. When additional relevant info becomes known, a subsequent report will be filed. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra..."